Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in clinic for device check. Upon interrogation the right ventricular lead exhibited loss of capture. The lead was found to be dislodged. No other electrical anomalies were noted. Output was reduced. During the procedure the lead did not appear to be dislodged on x ray. Multiple attempts to extend and retract the helix were unsuccessful. The lead was explanted and replaced on (B)(6) 2017. The patient was fine before and after the procedure.